Event description:
Information received indicates intermittent function operation from both siderails.

Manufacturer narrative:
The technician replaced the left and right siderail ucm boards and cables to repair the bed.